Event description:
It was reported that this lead was capped due to it was fractured. The lead exhibited loss of capture (loc). A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was capped due to a product performance issue. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.